Event description:
It was reported that the insulin pump alarmed motor error during a bolus delivery. It was stated that the alarm could not be cleared as the buttons did not respond. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. No motor error alarm was noted. The insulin pump passed the motor test. The insulin pump had a missing end cap sticker.